Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient¿s reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
On (B)(6) 2018, patient was taken to the hospital and diagnosed with diabetic ketoacidosis (dka). Patient¿s blood glucose (bg) levels had reached 22.6 mmol/l (407 mg/dl) while wearing the pod between 24 and 36 hours on her back. It was also reported that the patient¿s ketone levels reached 4.1 mmol/l (74 mg/dl). Patient was admitted to the hospital upon arriving there. Traces of an infection were reportedly detected at the hospital. In addition, patient was experiencing loss of appetite. It was reported that the patient may have developed a cold prior to the incident, and that the infection could have been related to that. As treatment at the hospital, patient was administered intravenous (IV) fluids which included saline, insulin, and sugar. When the patient¿s pod was removed, it was noted that the cannula appeared bent. Patient was still at the hospital when the incident was reported. No further information was provided.